Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-11551. It was reported that the patient presented in the hospital due to pacemaker pocket infection. The patient's two leads were explanted due to infection. The patient was recovering well after the procedure.